Event description:
The company was informed that the patient had head trauma. The implant area was observed to be inflamed and infected. The patient was treated with clarithromycin for six days. The patient developed an open wound at the implant site and the implanted device was exposed. The patient's device was explanted. The patient was implanted in the contralateral ear. The patient is being monitored.